Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the right ventricular (rv) capture threshold was increased and the r-wave sensing value was decreased. A rv lead dislodgement was suspected. The rv lead was repositioned and the event resolved. The patient was stable.